Event description:
Additional information reported revealed that the device was a spectra penile prosthesis. No further patient complications reported in relation to this event.

Event description:
It was reported that the patient's malleable penile prosthesis was removed due to erosion. No further patient complications reported in relation to this event.